Manufacturer narrative:
The explanted device were not returned to bsn. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patients ipg would no longer charge. The patient underwent an ipg replacement procedure. No device malfunction was suspected the patient was doing well postoperatively.